Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 447mg/dl at the time of incident. The customer states was not feeling okay to trouble shoot for high blood glucose. The customer states they received a pump error and they were able to clear it but the pump alarmed same error after alarming low battery. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with constant a39 alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify low battery, battery out limit due to a39 alarm.